Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit's buzzer does not work, it does not have audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the unit's buzzer won't buzz.¿ the unit was triaged and the customer¿s reported condition was confirmed; no audible tones were observed. Visual inspection of the main pcba found that component u14 in the audio circuit was damaged, resulting in bent leads, lifted pads, and torn traces. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.